Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirmed cracks/scratches in the plastic. This device was manufactured in 2004. This device has excessive wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that after a procedure, the genesis ii insert trial was noticed to be chipped and scratched. This was noticed after surgery; therefore, the patient was no longer involved at that moment. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.